Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when changing the supplies on the pump, the customer received a minimum fill message. Reportedly, the cartridge was filled with 140 units of insulin. The customer's blood glucose level was 76 mg/dl. During the call with tandem technical support, the customer was able to load a new cartridge successfully.